Manufacturer narrative:
H10: h3, h6: the device, intended for use in treatment, was returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. Visual inspection confirmed the returned handpiece was found to have a bent drill guide support. Functional inspection was performed with a handpiece characterization. This resulted in a t1 max torque value of 18. A drill and long attachment were inserted into the handpiece and a test was performed again and resulted in a t1 max torque of 36. The bent drill guide support was causing the high t1 max torque value. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.

Event description:
It was reported that during testing, the torque would not drop below 50 after four drill test procedures. The customer lubricated the internal gears before the handpiece test, waited a while, and then ran tests again to no avail. The device was not being used with a patient during the event. Results of the investigation have concluded that the drill guide support on the handpiece was bent, which makes it a reportable event.